Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner.

Event description:
It was reported that the customer's insulin pump had a mechanical problem. The customer stated that she bolused for a correction but that her blood glucose had not lowered after an hour of doing so. The customer reported that her blood glucose kept raising. The customer's blood glucose was over 400 mg/dl. The customer treated herself with a manual injection. However, when she returned to insulin pump therapy, her blood glucose remained high despite changing the infusion set. The customer gave herself another manual injection that lowered her blood glucose successfully. The customer declined troubleshooting. Advised that a replacement insulin pump would be sent.